Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a hip scope surgery, the bioraptor knotless suture anchor was placed into the joint and an x-ray revealed that one of the shafts of the implant holder was bent. After the removal of the implant holder, there appeared to be 2 broken pieces of metal that were left inside the joint. A grasper was used to remove the bigger piece. The smaller piece was removed from the patient by sucking it out using s&n shaver handpiece. No backup or further implants were placed in the patient. There was a slight delay of 10-20 minutes. No more complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed that one insertor tip had broken off. The mechanism for advancement of the inner plug was bent and broken, and still engaged with the broken inner plug. A visual inspection confirmed that the device tip had suffered damage. One insertor tine was broken, the inner plug advancement was broken and bent, and the plastic of the inner plug was cracked. The anchor and sutures were not returned, and there was no obvious debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A clinical investigation concluded that photos of the device provided for review confirmed the reported breakage. Per case details, the broken pieces were retrieved from the patient. Although a delay was reported no patient injuries were reported. Since no patient injuries were reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or bending during use, or inadequate preparation of the insertion site.